Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right ventricular (rv) lead exhibited inadequate capture, r wave amplitude variation and low pacing impedance. Programming changes were made. Patient condition was stable.

Event description:
New information noted that the rv lead was explanted and replaced with new lead. Patient condition was stable.